Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor patch removal, sensor wire was missing. At the time of her call to dexcom technical support patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.